Manufacturer narrative:
Age of device: 2 years, 1 month, 8 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was "reproted" that patient had a subacute stroke on (B)(6) 2018; however, no "asscoiated" hemorrhage was observed. Patient had an old right basal ganglia lacunar infarct. Patient decided to withdraw care. Patient expired on (B)(6) 2018. No autopsy was performed and therefore, pump will not be returned. No further information was provided.

Manufacturer narrative:
Investigation summary: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The account communicated that the patient suffered from a stroke. According to the account, the stroke is a right temporal-occipital hypodensity and likely represents a subacute stroke. A CT scan was performed on (B)(6) 2018 and revealed an r temporal-occipital subacute cva. The patient was ultimately expired due to heart failure on (B)(6) 2018 and pump was not explanted. The hmii lvas IFU lists stroke as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.